Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-31267, 1627487-2020-31269, 1627487-2020-31270, 1627487-2020-31271. It was reported that the patient experienced ineffective therapy and difficulty in recharging ipg. Ipg had flipped and leads had migrated. As a result, surgery occurred during which the system was explanted.